Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system controller pcb and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered on and off by itself. There was no patient use associated with the reported event.